Manufacturer narrative:
Correction: h6 previously reported as "inappropriate or unexpected reset", now updated to "device in backup mode" to reflect pacemaker product.

Manufacturer narrative:
The reported event of no output was not confirmed, while the reported event of device in backup mode was confirmed. The device was received in backup mode. The product code was reloaded to enable further testing. Post-reload analysis, including telemetry and pacing output, indicated that the pacer exhibited normal device characteristics. Analysis of the device image revealed that the backup mode was triggered by an nmi (non-maskable interrupt). Code corruption led to a transient high current condition, which triggered the nmi. The reset condition could not be reproduced, and the root cause of the code corruption remains unknown. A longevity assessment was performed, and battery depletion was found to be normal based on device usage.

Event description:
It was reported during in clinic follow up that the pacemaker went into backup mode. End of life (eol) was suspected, but unable to be confirmed. Patients intrinsic rate was below back up pacing mode rate. The device was explanted and successfully replaced. There were no patient consequences and patient was stable following procedure.